Manufacturer narrative:
Title: complete intraluminal parietex¿ mesh erosion and migration resulting in small bowel obstruction source: anz j surg (2021). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study about complete intraluminal mesh erosion and migration resulting in small bowel obstruction, a (B)(6) year old male experienced mesh erosion and migration following stoma closure with the mesh (in 2010). The patient was presented to the emergency room with pain and rectal bleeding and underwent CT scan. He was diagnosed with a small bowel obstruction and underwent surgery. Rolled-up mesh with stat tacks was found with the resected specimen. The patient had an uneventful post-operative recovery.